Event description:
As reported from affiliates in finland, a 26mm sapien 3 ultra valve was to be implanted in the aortic position by transfemoral approach. Difficulties were experienced during advancement of the valve through the 14fr esheath+, and a bent valve strut punctured the sheath. The sheath damage was located at the esheath shaft. The valve, delivery system, and sheath were removed as one unit. There was no patient injury. A second valve and sheath were prepared, and the new valve was successfully implanted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per additional information received from the site, a bent valve strut punctured the esheath+, and the valve was protruding by the side of the esheath+. Preliminary observations of the returned devices confirm a sheath liner tear with valve protruding at the torn liner. Two valve struts were observed bent outwards at the inflow site.

Manufacturer narrative:
A supplemental MDR is being submitted based on new information received and pre-decontamination evaluation of the returned devices. The following sections of this report have been updated: additional information added to b5, corrected d4 lot number, corrected d4 expiration date, corrected d4 primary unique device identification (UDI) number, updated d9, updated h3, and corrected h4. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: codes added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The 14fr esheath+ was returned for evaluation. The returned device was visually examined, and the following findings were observed: liner expanded 10cm in length from strain relief and 4.5cm in length at 14cm from strain relief. The remaining liner is unexpanded. Liner torn/punctured 2.5cm in length at 7cm from strain relief. The valve is observed stuck inside the sheath and exposed through torn/punctured liner. Distal tip unopened. Scratches observed along sheath shaft material. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. Due to the nature of the tear, measurements were taken on one side of the puncture only. All measurements were found to be within the specification. Due to the nature of the returned device, no applicable functional testing was able to be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath liner puncture was confirmed per evaluation of the returned device. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.